Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 499 mg/dl back to back with a result of 60 mg/dl when testing was performed on the advantage system. Reporter stated the customer did not provide an exact timeframe between tests other than the reference to back to back testing. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.